Manufacturer narrative:
Concomitant medical products: 4568-53 lead, implanted: (B)(6) 1998.

Event description:
It was reported that the right ventricular (rv) lead fractured and exhibited high impedance on both the bipolar and unipolar portions of the lead. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.